Event description:
Reporter indicated a vns pt was having increased seizures. A battery estimate performed with incomplete vns programming history showed -1.21 years remaining, indicating possible generator end of service. The pt has been scheduled for generator replacement surgery in 2009. All attempts for further info regarding the seizures has been unsuccessful to date.